Event description:
It was reported that the inflatable penile prosthesis (ipp) has stopped working. The patient stated that all of a sudden he could no longer get it to inflate and he suspects that the fluid had leaked out. No further information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would no longer inflate. The patient suspected a fluid leak. At an in-clinic evaluation, the device could not be inflated. Surgical intervention was performed; the reservoir was drained and left in place and the rest of the device was explanted. Upon explant, a break in the outer layer of the silicone of the right cylinder, which caused a fluid leak, was noted. No patient complications were reported.